Manufacturer narrative:
(B)(4)

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. Upon removal from the packaging, the physician noticed a damaged on the proximal end distal from the hub of the 5max ace catheter. The physician continued the procedure successfully using another device.

Manufacturer narrative:
Result: the 5max ace was fractured in the strain relief approximately 1.1 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicated that upon removal from packaging, the 5max ace was found to be damaged. Evaluation of the returned device confirmed a fracture in the strain relief. This type of damage typically occurs due to improper handling during removal from packaging. If the 5max ace is removed from the packaging hoop forcefully or at an angle, the strain relief may fracture due to excess force and bending. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. Upon removal from the packaging, the physician noticed the 5max ace was damaged on the proximal end distal from the hub and was not used. The procedure successfully continued using a new penumbra system 5max ace reperfusion catheter.